Event description:
The manufacturer was contacted in reference to the voluntary field safetly notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, gasping for air, headaches, coughing. There was no report of serious patient harm or injury. The manufactuer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new information that the product has been received on 03/23/2023.